Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker and the right ventricular (rv) lead were exhibiting unspecified oversensing. No changes or intervention was reported. There were no patient consequences.